Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwach will be filed. (B)(4)

Event description:
It was reported that during a carotid stenting procedure, a shaft break and deployment difficulties occurred. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous carotid artery. The carotid wallstent 10x31mm was advanced to the lesion and attempted to be deployed. When "the outer sheath was pulled back, and the physician could not feel the sheath." As a result, the stent delivery system was withdrawn. The "stainless steel tube was broken", on the proximal end of the catheter, close to the monorail guide wire port. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "stable."